Manufacturer narrative:
D10 ¿ date returned to MFR ¿ 1/20/2020. H10 - received one new list# 14255-28, primary plum set 0.2 micron flt, clave y-site, pe lined tbg, secure lock, 104 inch. Lot # 4124732 for testing. As received, the set was visually inspected and no anomalies were found. The used set was not returned for evaluation. The set was primed per package instructions and flow was established with no problems. The set was then hydrostatic pressure leak tested according to product specifications and no leaks were found anywhere along the fluid path. The reported complaint could not be confirmed. The lot history was reviewed and there were no nonconformities which would have contributed to the reported complaint.

Manufacturer narrative:
Additional information can be found in sections.

Event description:
Additional information received from the customer, that the event of liquid leaking through the tubing filter hole and the tubing blocks and/or fills with air after being purged, may have occurred when purging the tubing during preparation/purging in the hood or at the start of the infusion/installation to the patient. It was also reported that there may have been a slit in the tubing where the chemo flowed through the slit near the tubing/filter junction. The customer indicated that one of the following medications were involved in the reported event: tecentriq, taxol or keytruda. The customer could not specify which specific medication was being used with this particular set. As a result, there was an unspecified period of waiting time to redo the treatment or install new tubing on the medication solution. In the case of tecentriq, it became impossible to properly purge the tubing without losing medication. Therefore, the medication had to be completely redone. However, the customer indicated that that there was no patient harm. There was unknown patient involvement.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that was reported to have liquid leaking through the tubing filter hole and there was air noted into the filter of the set after being purged. The pump did not alarm for air in line. The impact of the problem was tubing was changed if possible, the loss of the final product and must restart the entire bag. There was patient involvement and no report of patient harm.